Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Patient¿s experienced event 48 hours after the initial procedure with pain, fever and urinary infection was submitted via medwatch report 2210968-2019-84492.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. 48 hours after the procedure, the patient could not sit down, experienced strong pain in the right leg at the inner thigh and groin, fever and urinary infection. Three months after the procedure, the patient experienced pain at the legs, inner thighs, buttocks, knees, calves, hips and belly. The patient was treated by unspecified anti-inflammatory. No further information is available.